Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe there was no scale marking printed on the syringe.

Manufacturer narrative:
Investigation summary: customer returned (2) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 8225893. Customer states that the scale wasn¿t printed on the syringe. Both returned syringes were examined and one sample exhibited no scale marking printed on the barrel. A review of the device history record was completed for batch# 8225893. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200774042] noted for scratched print. There was one (1) notification [200774003] noted for missing zero lines. There were two (2) notifications [200774308, 200774201] noted for blank barrels. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Root cause: visual inspection of the samples found one syringe with missing scale markings. There was a small ink marking on the barrel near the flange. No damage on the barrel could be seen. There were two quality notifications for blank barrels from printer cw, 200774308 and 200774201. Probable root cause for the missing print from the barrel was from a broken tip guide on cw printer as indicated in qn (B)(4).

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe there was no scale marking printed on the syringe.